Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not tight on tissue and some clips were scissored. Clips were not falling off, but were not tight and did not fully ligate the cystic duct. It is unknown if a cholangiogram was performed with the case. A competitor's reusable clip applier was used to complete the case with no harm to the patient. There were no adverse consequences for the patient. The device was discarded.